Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure resistance was encountered while advancing the forceps through the scope. At this time, the device was removed and the jaws were found to be bent. The account further revealed that, prior to use, the device was tested and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device welding which was within specifications. The condition of the returned incident device was consistent with the complaint; jaws bent. The most probable root cause is operational context as excessive force was most likely applied to the device due to procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).